Event description:
The patient reported a loss or change of therapy. She could not feel stimulation and stopped getting relief since the night of (B)(6) 2016, even though therapy was on. She wanted to adjust the setting, but could not get her implant to turn up. Her setting since implant was program 2 at 7.1 volts and she did not feel stimulation. The patient was assisted with the patient programmer and increased to 7.7 volts, but still did not feeling stimulation. She still had to catheterize. There was no fall or trauma. The patch also came off from the incision area. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.